Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and missing o-ring reservoir tube.

Event description:
The customer reported via phone call that most of the reservoir compartment already broke off from the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that they had to keep putting the black o-ring back in the insulin pump for it to work. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.